Event description:
It was reported that a pump declared an altitude alarm, resulting in the suspension of insulin delivery for the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to clean the speaker holes and perform system checks, but insulin delivery could not be resumed, and a follow-up to continue troubleshooting was planned.